Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: zhao, f., guo, l., wang, x., & zhang, y. (2021). Benefit of lag screw placement by a single- or two-screw nailing system in elderly patients with ao/ota 31-a2 trochanteric fractures. The journal of international medical research, 49(3), 3000605211003766. Https://doi.org/10.1177/03000605211003766.

Event description:
It was reported that on literature review " benefit of lag screw placement by a single- or two-screw nailing system in elderly patients with ao/ota 31-a2 trochanteric fractures ", 5 patients varus collapse after an interlocking intramedullary nail procedure in the femur using an intertan nail fixation implant. It is unknown how this event was treated. No further information is available.

Manufacturer narrative:
H3, h6. The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, that 5 patients suffered varus collapse after an interlocking intramedullary nail procedure in the femur using an intertan nail fixation implant. It is unknown how this event was treated. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The root cause and the patients¿ outcomes beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device or surgical technique. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.